Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 2.75x32mm promus element plus drug eluting stent was advanced and its strut deformed upon advancing it through the vessel. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified a kink in the hypotube. The kink was located at 21.1cm distal to the strain relief. An examination of the crimped stent found a strut at the distal edge of the stent was lifted. No other damage was visible along the device. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 2.75x32mm promus element plus drug eluting stent was advanced and its strut deformed upon advancing it through the vessel. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).